Manufacturer narrative:
Concomitant medical products: product ID: 3888q45, product type: lead. Product ID: 3888q45, product type: lead. Product ID: 3888q45, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer and healthcare provider regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that the patient needed an MRI. Patient reported they needed surgery and were getting it on (B)(6)2018 because 3 of the 4 leads he had broken and were sitting on the pain on his lower back and along his waist. Patient stated the healthcare provider (hcp) was going to remove the leads and put one lead going from his lumbar area up his spine to block the pain. Patient reported that the therapy was working for his pain but the leads broken and his pain increased. No further complications were reported/anticipated.